Event description:
It was reported that the device reached elective replacement indicator (eri) earlier than expected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Device analysis: the device was returned and analyzed. Analysis revealed the returned device met 65% of longevity. A high current drain condition due to current leakage in a ceramic capacitor was determined. Concomitant products: 694758 implantable tachy lead, implanted: (B)(6) 2009; 407645 implantable pacing lead implanted: (B)(6) 2009. (B)(4).